Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2012". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right internal jugular vein due to deep vein thrombosis (dvt), pulmonary embolism (pe) and possible contraindication to anticoagulation. Patient is alleging vena cava perforation and organ perforation.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2017, ""positive for caval perforation. A total of 4 prongs have perforated the ivc.¿ ¿a prong has perforated the duodenum.¿ per an infrarenal inferior vena cava filter retrieval report dated (B)(6) 2018, ¿successful and uncomplicated retrieval of intact infrarenal inferior vena cava filter.¿

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged vena cava perforation. Device code(s): appropriate term/code not available (3191) was selected for the alleged organ perforation. Investigation ¿ the following allegations have been investigated: vena cava perforation and organ perforation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.